Event description:
It was reported that there was t-wave oversensing (twos) by the implantable cardioverter defibrillator (ICD) on the right ventricular (rv) lead channel. This resulted in greater than two seconds of pacing inhibition, however, the patient's intrinsic conduction remained stable as this patient was not dependent on pacing. It was also noted that the r-wave amplitude had decreased. Technical services (ts) analyzed presenting electrogram (egm) provided troubleshooting options including reprogramming and recommended lead revision. Reprogramming was performed. This rv lead is a non-boston scientific product. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).